Manufacturer narrative:
We are unable to retrieve the device to determine the root cause of this complaint. Based on our engineering judgement, we believe that this type of event would never occur as long as the unit is regularly cleaned and maintained according to the directions for proper use in the owner's manual.

Event description:
It was reported that a unit that was purchased in 2014 allegedly caught fire in his mothers apartment, which had (B)(6) worth of property damage. It was concluded that the humidifier experienced some type of mechanical failure which led to the fire and subsequent damage. There were no injuries associated with this event. The unit was destroyed in the fire, and is therefore not available for further investigation/root cause analysis. Based on our engineering judgement, we believe that this type of event would not occur as long as the unit is regularly cleaned and maintained according to the directions for proper use in the owner's manual. If the device is not regularly cleaned as specified, it is possible for the heating element can deteriorate leading to mechanical failure.